Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag, ndc (B)(4), lot y295744, exp jun2020, 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing leaked.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Closer inspection under magnification observed that the leak is due to a lateral crack on the drip chamber¿s spike. No tool marks or crush marks were observed on the drip chamber. Functional testing found that the set leaked from the drip chamber¿s spike. The cause of the leak was a lateral crack on the drip chamber¿s spike caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
It was reported that the tubing leaked.